Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 20131011, expiration date 04/30/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Caller states patient tested 3.5 inr and 2.5 inr on coaguchek xs system 1 and 2.5 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.